Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the pulse generator, the physician had difficulty inserting a lead into the atrial header port of the device. Mineral oil was used and the lead was inserted. The device was successfully implanted.